Event description:
See intial report.

Manufacturer narrative:
The review of the complaint database on the impacted erc highlighted that, following the technician activity, the customer complained about the same error reported as MFR report number 9611109-2023-00387. Following this additional event, clamp was removed. Based on all data collected, the most probable root cause was an intermittent mechanical failure of the erc motor. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The likelihood of occurrence of the failure is in line with what documented and accepted in the relevant risk management file. The risk is in the acceptable region.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm malfunctioned, giving a failure error message on the s5 system control panel. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in new york, ny. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. After troubleshooting the device and running the scp for an hour with tubing in clamp and checking integrity of the piston, the technician was not able to duplicate error message. Applied silicon grease to piston and checked for software updates to prevent this error in the future. No issues found. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.